Manufacturer narrative:
The report event of electrode revision was confirmed. As received, microscopic inspection showed the returned lead found a twisted on the outer tubing and all internal wires were broken from terminal end segment. The cause of the event remains unknown. Manufacturing investigation: DHR review conclusion: DHR review completed with no associated issue identified. Justification for ¿no escalation required selection: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing. Moreover, unit has not been evaluated by ppe

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. During surgical intervention on (B)(6) 2025, a fractured was confirmed via visual inspection. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
Corrected data- b5 - describe event or problem.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded impedances within normal limit. During surgical intervention on 21 mar 2025, a fractured was confirmed via visual inspection. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.